Event description:
It was reported that the pc unit had system error. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit had system error. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a system error could not be investigated due to no devices being received for investigation; however, the probable root cause is being attributed to an overdue battery conditioning, according to the customer event description. Inspection and testing of the device could not be performed as it was not provided for investigation. Alaris system technical service manual 12.3.2 the following is noted for the reported issue: the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The battery should be replaced every two years from the initial date of installation by qualified service personnel. The pcu is shipped with the battery in a discharged condition. Before the pcu is released for use, it should be plugged into a hospital-grade ac outlet and the battery charged for at least 16 hours. This procedure ensures proper battery operation when the pcu is first set up for patient use. Leave the power cord connected to a hospital-grade ac power source whenever available. The battery is intended as a backup system. The battery should be conditioned every 12 months by qualified service personnel. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: a probable cause of the report of a system error is being attributed to an overdue battery conditioning. According to the customer description, battery calibration was performed on the pcu unit and the error stopped. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.